Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room because the patient suspected that the implantable cardioverter defibrillator (ICD) gave inappropriate therapy. Review of the remote transmission revealed, that no episodes with shocks were recorded and the ICD exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The device was reprogrammed. The patient was stable throughout.